Event description:
The device involved in this MDR report switched to standby mode several times within a short period; analysis of data provided while implanted showed that these switches to standby mode resulted from a decrease of the battery power supply. Therefore the device was explanted.

Event description:
The device involved in this MDR report switched to standby mode several times within a short period; analysis of date provided while implanted showed that these switched to standby mode resulted from a decrease of the battery power supply. Therefore, the device was explanted.